Event description:
Philips received a complaint on the v60 ventilator indicating that the screen had gone black, and the device stopped operating. The biomedical engineer (bme) found the device in the respiratory department not plugged into alternating current (ac) power. The bme successfully turned the device on and found the battery to be at 96%. The bme checked the device error log and did not find any power issue. The bme ran the device on a simulator for 2 hours and then returned the device to respiratory staff as ready for use with no problem found. In a good faith effort (gfe) response from the bme, the bme provided the performance verification test (pvt) which was completed to confirm that the device was ready for use. The device passed all tests included in the pvt. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.